Event description:
It was reported that the subject device had red and green lines on the screen, they had an image, but not a good image and there was interference. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.